Event description:
It was reported that the right ventricular (rv) lead had dislodged. The dislodgement was confirmed via x-ray. It was noted that the lead had high capture thresholds, as well. The lead was repositioned. It was also noted that the pulse generation was replaced due to physician discretion. No additional adverse patient effects were reported.